Manufacturer narrative:
Findings: pump received with blank display due to broken solder joint. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify external ram crc error alarm, unexpected restart alarm, displayable history crc check failed on startup alarm, low battery alarm due to blank display. Pump received with cracked display window, chipped display window, cracked case at display window corners, cracked reservoir tube lip. No damage on lcd board noted.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, external ram crc error alarm, unexpected restart alarm, displayable history crc check failed on startup alarm. Customer's blood glucose at time of incident was 224 mg/dl. After the troubleshooting was done, customer was advised to monitor pump.